Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for an unknown duration. The patient's daughter reported that the mother's blood glucose level was very high; however, an exact reading was not available as the caller was in a hurry and the patient was unwell. Despite administering a bolus during the hyperglycemic episode, the patient's blood glucose level remained elevated. Upon removal of the pod from the infusion site (unspecified), the cannula was found to be bent, which may have impacted insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.